Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed and product released met specification. Complaint reported that "when performing the balloon test on the 2- way foley probe no. 16 with l0ml distilled water, it was found that when removing the water from the balloon, it did not deflate, making it impossible to use the product and discarding it and opening a new probe". There was no actual or representative complaint sample returned for evaluation, thus no physical assessment was conducted for this complaint and investigation was based on document review. Non-deflation could be occurred due to several reasons such as it was being bent or kinked during the usage, improper fixation of syringe to the valve or excessive pressure applied during deflation process. Besides that, clamping with hard object, heavy encrustation of salt deposits and the use of inflating fluids such as non-sterile water or saline also may lead to such problem. Furthermore, the balloon with low fill volume than the recommended tends to have the problem. In a standard practice, an empty syringe without plunger is also recommended to be used to drain off the fluid by gravity and avoid creation of vacuum effect and ease deflation process. However, without returned sample, the actual phenomenon which could lead to non-deflation could not be determined and associate it with any of the above-mentioned root cause. Non-deflation could be occurred due to various reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted.

Event description:
Complaint description: when performing the balloon test on the 2-way foley probe no.16 with 10ml distilled water, it was found that when removing the water from the balloon, it did not deflate, making it impossible to use the product and discarding it and opening a new probe.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Complaint description: when performing the balloon test on the 2-way foley probe no.16 with 10ml distilled water, it was found that when removing the water from the balloon, it did not deflate, making it impossible to use the product and discarding it and opening a new probe.